Manufacturer narrative:
Siemens healthcare diagnostics has identified the potential for high biased advia® chemistry systems lipase assay results due to carryover from one or more of the following tests: triglycerides, triglycerides _2, triglycerides concentrated, cholesterol concentrated, and direct ldl reagents. The root cause of this issue was determined to be inadequate contamination avoidance settings between lipase and lipid panel assays (triglycerides, chol_c and dldl). An urgent medical device correction (umdc) 11220133, rev. A was sent to us customers and an urgent field safety notice (ufsn) 11220075, rev. A was sent to ous customers in march of 2015. The umdc and ufsn state that customers are advised to continue using the advia chemistry lipase reagents and follow the rerun instructions in the customer letter if a high outlier is observed.

Event description:
The customer reported imprecision with lipase assay on multiple patient samples when run on four different advia chemistry 1800 instruments. Only the corrected results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences reported.